Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove one or more of the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included wolff-parkinson-white syndrome, throat pain and acute sinusitis. Concurrent conditions included uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("lower back pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dyspareunia, vaginal discharge, fatigue and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy was noted in the product explant date which was previously reported as (B)(6) 2013 and in pfs it was reported as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-apr-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), migraines, headaches, dyspareunia (painful sexual intercourse), vaginal discharge, vaginal pain, lower back pain" were added. New reporter were added. Historical and concomitant conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.